Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was experiencing burning at the edge of battery site and at times spread across low back to midline incision. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event is estimated.